Manufacturer narrative:
Samples were not received for the investigation. The device history record (DHR) was reviewed and indicated that the product was released accomplishing all quality standards. The DHR review identified that the stretched and unstretched length(in) were within limits. Without samples to analyze, the reported issue could not be confirmed and an exact root cause could not be determined. Finished good testing is already in place to measure the percentage of stretch in the kerlix rolls. Results of the test are included in the device history record. No further actions are applicable at this time. If a sample is received at a later date, this complaint will be reopened for further investigation. The complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the ortho surgeon is concerned about the integrity of the current kerlix rolls that are on supply stating that the bandages should be strong enough to tug on and not break but recently the rolls will easily break once they are tugged on. It is almost like they are dry rotted. They opened a new one with an expiration date of 20-apr-2026 and it shredded as soon as it was tugged on. Per the customer on 13-aug-2021 it is unknown how many rolls were affected, the issues occurred during patient use on an unknown number of patients during surgery. No known injuries at this time per the reporter.